Event description:
It was reported that during an implant procedure, atrial undersensing occurred on the epicardial lead. It was noted that for proper placement/good performance the surgeon was told that a minimum of one centimeter (cm) electrode separation was necessary and placement on viable tissue was necessary. The surgeon had already sutured down the electrodes and would not move or reassess. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).